Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the 90% stenosed, heavily calcified proximal right coronary artery (rca). The balloon was being used to post-dilate a stent when it ruptured at 10 atms during the first inflation. There were no reported patient complications.

Manufacturer narrative:
The device was not returned for analysis, therefore a failure analysis is not available. The cause of the difficulties stated in the complaint could not be determined. The manufacturing records for top assembly batch 8815657 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.